Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was constipation. On an unreported date, the patient began remedial treatment with fortum (1g per day, injection) and reflin (1.5g per day, ip). The patient was recovering from the peritonitis. It was not reported if the constipation resolved. The pd therapy was ongoing as was remedial therapy with fortum and reflin. The nurse stated that the peritonitis was not related to dianeal solution. A causality assessment was not provided for the event of constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.